Event description:
A report was received that the pt is experiencing difficulty charging. After troubleshooting, it was determined that the pt would need a pocket revision because the ipg is too deep.